Event description:
After performing a PICC-line placement, the used PICC-line was tested and (B)(6) was found on the tip of the PICC-line. The pt outcome at this time is unk.

Manufacturer narrative:
Expiration - unk as lot is unk. D8: unk as lot is unk. Infection is not labeled in the IFU. Per info supplied by the customer no product will be returned. Quality control does inspect the product to ensure that the surface is clean and free of any surface imperfections. The product is shipped with instructions for use (IFU) which includes catheter maintenance instructions and warnings. Per the IFU the catheter should be flushed with saline solution, heparinized saline solution or sterile water. We were unable to determine what may have caused this failure mode since the device was not returned. We have notified the appropriate personnel and we will continue to monitor for similar complaints.